Manufacturer narrative:
Additional information was added to d4: expiration date, h3, h4, h6, and h10. H10: the actual device was not available; however, one photograph and one video of the sample were provided for evaluation. The photograph and video were visually inspected and a leak in the bonding area of the check valve was observed. The reported condition was verified. The cause of the condition could not be determined. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a clearlink system continu-flo solution set leaked saline from the "filter" above the intravenous (IV) pump next to the secondary hub. This was discovered during an unspecified process step. There was no report of patient injury or medical intervention associated with this event.

Manufacturer narrative:
E1: additional initial reporter phone no: (B)(6). G1: device manufacturer address 1: 600 mts. Oeste de entrada, principal ave. Las americas, parque industrial. Should additional relevant information become available, a supplemental report will be submitted.